Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the spine it was observed that the console device was making a very loud noise while in use. The reporter stated that the device was making a "whirring" sound that sounded like the fan but it was very loud. It was reported that there was no delay due to the event. It was not reported if there was a spare device available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The previous report stated the date of manufacture (dom) was reported as apr 25, 2014. Upon further investigation the dom has been updated with the correct date (sep 5, 2014). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.